Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results in january were 128 compared to the labs 217 mg/dl. Tests were done within 10 mins. In april the pt's blood glucose results were 64 compared to the labs 132 mg/dl. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.